Manufacturer narrative:
Product event summary: the data files for the date of the reported event were returned analyzed. The files showed five applications performed with the balloon catheter, 2af284 with lot 39439. No system notices or issues were received. No product malfunction was reported; a clinical issue was encountered post procedure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively to a cryoablation procedure, pericardial effusion was observed. It was noted that drainage was performed. The case was completed with cryo. It was further reported that the patient was discharged without prolonged hospitalization. The physician did not consider that any medtronic products were attributed to causing the pericardial effusion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.